Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the red rubber sleeve used on phacoemulsification tips was faulty on two occasions one lacked side holes, and the other had only partial holes during surgery. The procedure completion details and patient impact were unknown. This report pertains to the infusion sleeve with different event dates received from the initial reporter.